Event description:
As reported, this (B)(6) male patient's left shoulder was revised due to instability. Surgeon removed in-situ humeral adapter tray, liner and glenoid sphere, and replaced with larger diameter sphere and new humeral tray and poly liner. No negative outcomes after surgery.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this (B)(6) male patient's left shoulder was revised due to instability. Surgeon removed in-situ humeral adapter tray, liner and glenoid sphere, and replaced with larger diameter sphere and new humeral tray and poly liner. No negative outcomes after surgery.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: the following sections have corrected information: (d1) brand name: humeral liner (d2b) common device name: prosthesis, shoulder, non-constrained, metal/polymer cemented. (D4) please disregard all info in d4, humeral liner information is unknown. (D6b) please disregard, unknown.